Event description:
Related manufacturer reference number: 2017865-2022-04814. It was reported that during routine pacemaker generator replacement that the right ventricular (rv) lead had high capture thresholds and the atrial lead had a loss of capture. On (B)(6) 2022 the physician elected to cap and replace the rv and atrial leads. The patient condition was stable.